Event description:
The facility returned the device for service. During service testing, the baxter repair technician reported that the device under delivered.

Manufacturer narrative:
Evaluation summary: the reported condition was confirmed. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.